Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 29jan2019. MFR report #2031642-2018-03048 is a duplicate of an event previously reported under MFR report #2031642-2018-03023. Any additional information will be submitted under the initially reported MFR #2031642-2018-03023. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed average airflow. There was no patient involvement. The event date was not specified; estimate used.